Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a spinning spiros separated during patient use. The report stated that the facility experienced a continuous issue of the device being disconnected when using the bd maxzero needleless connector. It was also mentioned that the most recent example they had was of a patient visiting on-site to get the chemo infusion. A sample picture was provided showing the label packaging on both the spiros and the needless connector. There was no patient harm reported.

Manufacturer narrative:
Received photos showing the packaging information. No defects or anomalies were noted. The complaint on the ch2000s-c could not be confirmed by the investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 13772063 was reviewed and no nonconformities were found that would have led to the reported complaint.